Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) was confirmed. As received, the monitor intermittently failed incoming functionality testing. Upon evaluation, the high voltage capacitors connector was intermittently detached from the defibrillator board. The cause of the failure is the detached capacitors. The root caue of the detached capacitors cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor indicated that a patient's monitor displayed a sevice code 204 (monitor/belt unusable).